Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-22, additional information was received from a foreign manufacturer representative (rep). It reported the reason the pump was not replaced prior to eos was due to the healthcare professional (hcp) being on holiday.

Manufacturer narrative:
Device code(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the end of service (eos) message was seen on (B)(6)2017 which was the day of the patient¿s fall. It was reported that the elective replacement indicator (eri) message was not seen. It was reported that ¿the refilled (B)(6) informed the patient that they had 14 months until eos, which was obviously incorrect. It was reported that the patient¿s fall was unrelated to their drug delivery. It was reported that the patient tripped over an obstacle at home and fell onto a wall landing on their abdomen. The patient didn¿t have any cuts, lacerations or visible signs of trauma caused by their fall. It was reported that the patient was heavy set and they simply lost their balance. It was reported that the patient did experience withdrawal, but that it wasn¿t the cause of the fall. The patient went to the hospital several hours later feeling effects of morphine withdrawal and wasn¿t feeling these effects when they experienced the fall. It was further noted that the two events seem to be unrelated and its coincidental that both events occurred within hours of each other. It was reported that the manufacturer representative spoke to the patient several times and the patient¿s account of the event was always the same. No further complications were reported and/or anticipated. Additional information was received from a manufacturer representative. It was reported that according to the patient the pump was refilled 2-3 weeks prior to the event. It was reported that there were no pump logs as the pump was at end of service (eos). The rep reported that since replacing the pump the patient has returned to normal and is again enjoying pain relief and that the patient left the hospital 48 hours post implant. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp decided the pump didn't need to be returned, as he was happy the pump had reached end of life (eol). The patient had returned to normal and was happy. There were no issues with their health from the event that occurred.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician: device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient experienced a fall and landed with all his weight on their abdomen where the pump was implanted subcutaneously, "potentially damaging pump". As a result, the pump was alarming and the patient began to withdraw from morphine. A fall was reported as a contributing factor. The patient was at a hospital that did not have an 8840 for diagnostics so the patient would be transferred to another hospital for troubleshooting. The patient was given oral morphine (5-10 mg bd morphine) to treat withdrawal. Surgical intervention did not occur, but surgical intervention was indicated as planned and not scheduled. The patient's status was alive - no injury. No further complications were reported and/or anticipated. Additional information was received. It was reported that the patient was transferred from (B)(6) hospital and the manufacturer representative reviewed the patient¿s device and found that the alarm was due to end of service (eos) not because the pump stalled due to the patient¿s fall. It was reported that it was coincidental that the patient fell and their pump alarmed. It was reported that the pump was replaced on (B)(6) 2017. Regarding the fall, it was reported that the patient ¿loss¿ their balance and fell against a gyprock wall, the fall was minimal trauma and no injury occurred to the patient. It was reported that professor (B)(6) was happy that the pump reached eos and that it wasn't related to the patient¿s fall. It was reported that the concentration of morphine was 30 mg/ml and the daily dose was 4.5 mg/ml. The image from the clinician programmer that was provided by the manufacturer representative confirmed the eos message and also reported a ¿stopped pump period may exceed tube set¿ message and that eri had occurred and the schedule to replace the pump by date was (B)(6)2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4) product ID 8870 lot# serial# unknown implanted: explanted: product type software. If information is provided in the future, a supplemental report will be issued.